Event description:
The patient had two evoke 12c percutaneous leads ¿ 60cm connected to two evoke 12c lead extensions 55cm implanted during their evoke system temporary trial. While waiting for their permanent implant, the extensions were cut so that the leads and extension were completely internalized. The patient developed an infection so the leads and extensions were removed.

Manufacturer narrative:
The devices were discarded and are not available for analysis. It is not possible to determine the definitive cause of the infection. Infection that may require hospitalization with intravenous antibiotic therapy is listed as a potential risk in the manufacturer's instruction for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.